Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a possible under delivery. Customer stated they had high blood glucose of 312 mg/dl. Customer stated they were experiencing high blood glucose since 3 days. Based on customer's response they alleged insulin pump was under delivering as blood glucose was not going down and insulin pump was not delivering enough insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.